Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their blood glucose and sensor readings. The customer states their readings are off. The customer's blood glucose level was 35mg/dl, and their sensor reading was 148mg/dl. The customer treated the lows with food. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised on proper calibration times. The customer was advised to monitor the device and call back if issues persist.